Manufacturer narrative:
The intellanav stablepoint open-irrigated was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, catheter was visually inspected. The device does not have visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Catheter functioned as intended. Laboratory analysis was unable to confirm the reported clinical observation of difficult to irrigate. Device was found within specifications.

Event description:
The intellanav stablepoint open-irrigated was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that occlusion was present during preparation. After opening the catheter package, when starting the irrigation, the physician discovered that not all irrigation holes were irrigating, some of them were occluded. The device was replaced, and procedure was completed successfully without patient complications. The device was returned for analysis.

Event description:
The intellanav stablepoint open-irrigated was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that occlusion was present during preparation. After opening the catheter package, when starting the irrigation, the physician discovered that not all irrigation holes were irrigating, some of them were occluded. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.